Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 days following the implant of the transcatheter bioprosthetic aortic valve sudden onset chest pain developed. The patient was admitted to the hospital. A coronary angiogram identified an occluded obtuse marginal artery. An st elevation myocardial infarction (stemi) was reported. Unspecified medication was required. The physician indicated the event was possibly related to the valve and the valve implant procedure. The event was reported as unresolved. Additional information indicated that on the same date as the chest pain onset one drug-eluting stent was placed in the first obtuse marginal artery. An antiplatelet medication was initiated one day later. Additional information was received to clearly note the coronary angiogram showed the obtuse marginal artery was completely blocked, 100%. It was also reported the stemi could have been caused by a clot formed on the medtronic valve and embolized to the coronary artery; however, this was not confirmed. The patient was discharged three days after onset of the stemi. Additional information was received to report the stemi resolved on the same day as discharge.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 days following the implant of the transcatheter bioprosthetic aortic valve sudden onset chest pain developed. The patient was admitted to the hospital. A coronary angiogram identified an occluded obtuse marginal artery. An st elevation myocardial infarction was reported. Unspecified medication was required. The physician indicated the event was possibly related to the valve and the valve implant procedure. The event was reported as unresolved. Additional information indicated that on the same date as the chest pain onset one drug-eluting stent was placed in the first obtuse marginal artery. An antiplatelet medication was initiated one day later.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 days following the implant of the transcatheter bioprosthetic aortic valve sudden onset chest pain developed. The patient was admitted to the hospital. A coronary angiogram identified an occluded obtuse marginal artery. An st elevation myocardial infarction (stemi) was reported. Unspecified medication was required. The physician indicated the event was possibly related to the valve and the valve implant procedure. The event was reported as unresolved. Additional information indicated that on the same date as the chest pain onset one drug-eluting stent was placed in the first obtuse marginal artery. An antiplatelet medication was initiated one day later. Additional information was received to clearly note the coronary angiogram showed the obtuse marginal artery was completely blocked, 100%. It was also report the stemi could have been caused by a clot formed on the medtronic valve and embolized to the coronary artery; however, this was not confirmed. The patient was discharged three days after onset of the stemi.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated medication was administered intravenously.